Event description:
A customer reported that the torque screw of an hfd100 head fixation device broke as the torque screw was being advanced through the threads of the hfd100. The break was reported to occur immediately upon inserting the torque screw with little pressure being applied. The procedure was completed by using a second available torque screw. No delay or impact to the patient or procedure was reported; the patient was reported to be stable and the procedure was reported to be successful.

Manufacturer narrative:
A follow-up MDR will be submitted after device evaluation and investigation is complete.

Manufacturer narrative:
Investigation confirmed the torque screw component was manufactured within specification, however the mechanical design of the component may contribute to cracking in the threaded housing component of the torque screw. The manufacturer has initiated corrective and preventive action to further address this issue. This report also encompasses UDI related data quality updates to match brand name and UDI with gudid data.